Event description:
Patient experienced significant discomfort in their posterior thigh and difficulty moving their leg immediately following lead placement that did not improve over several days. Patient presented in the ER eleven days after lead placement with worsening leg pain and perceived hardening of the area around their sciatic lead. Both leads were removed. The patient was admitted to the hospital for further monitoring and treatment of the infection. While admitted, the patient was prescribed three types of antibiotics.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient experienced significant discomfort in their posterior thigh and difficulty moving their leg immediately following placement of a lead targeting the sciatic nerve. The discomfort was present in the absence of stimulation and the patient's implanting physician initially suspected it was discomfort attributable to the implant procedure. The patient was prescribed pain medication (type not specified) for the issue and advised to not turn stimulation for the sciatic lead on until discomfort resolved. Four days following sciatic lead placement, the patient's stimulation parameters were adjusted to resolve motor activation being observed with stimulation. The patient was still experiencing discomfort at this time and was advised to leave stimulation at a comfortable (i.e., lower) intensity level and contact their physician for any continued issues with pain. Eleven days after sciatic lead placement, the patient presented at the emergency room (ER) with worsening leg pain and perceived hardening of the area around their sciatic lead. The patient's sciatic and femoral leads were both removed at the ER, and removal of the sciatic lead resulted in the expression of foul-smelling purulent discharge from the exit site. Note that there was no report of any issues experienced with the femoral lead. The patient also experienced redness around the sciatic lead exit site and the area was marked by ER staff to be monitored for spreading. The patient was admitted to the hospital for further monitoring and treatment of the infection; while admitted, the patient was prescribed three antibiotics (types not specified in the complaint report). Note that there was no report of a culture to characterize the issue or any additional treatments performed while the patient was admitted. No additional information regarding resolution of the issue or the patient's hospitalization status was available at the time of this investigation. If additional information becomes available, this investigation will be updated. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.